Event description:
It was reported while using bd precision glide¿ needle leakage occurred from the hub. There was no report of patient impact. The following information was provided by the initial reporter: drug leak from hub.

Manufacturer narrative:
Investigation summary: it was reported the medication leaked from the needle hub. To aid in the investigation, seventeen samples and two photos were provided for evaluation by our quality team. Sixteen samples came in sealed packaging blisters and one sample came with no packaging blister. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. The sixteen samples in sealed packaging blisters expelled the solution with no defects. The sample with no packaging blister has leakage at the needle hub. After reinspecting the needle hub with a 30x microscope, it was confirmed there was short shot from the molding process inducing the leakage from the hub. The two photos provided show this sample received with no packaging blister. This defect could occur during the molding process. A device history record review was completed for provided material number: 305107, lot number: 1273589. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. The sample will be shown to associates in the molding area for awareness. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.